Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy mentrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), hypersensitivity ("hypersensitivity/new allergy to something"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), migraine ("migraines"), headache ("headache"), tooth disorder ("dental problems"), nausea ("nausea"), infection ("infection"), myalgia ("myalgia"), asthenia ("weakness"), amnesia ("loss of memory"), dry eye ("dry irritated eye"), eye irritation ("dry irritated eye"), memory impairment ("very forgetful"), distractibility ("distracted easily"), bacterial vaginosis ("recurrent bacterial vaginosis") and flank pain ("side pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea and hypersensitivity had resolved and the menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, fatigue, migraine, headache, tooth disorder, nausea, infection, myalgia, asthenia, amnesia, dry eye, eye irritation, memory impairment, distractibility, bacterial vaginosis and flank pain outcome was unknown. The reporter considered abdominal pain, amnesia, asthenia, back pain, bacterial vaginosis, bladder disorder, distractibility, dry eye, dysmenorrhoea, eye irritation, fatigue, flank pain, headache, hypersensitivity, infection, memory impairment, menorrhagia, metrorrhagia, migraine, myalgia, nausea, pelvic pain, tooth disorder and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for abdominal pain, back pain, pelvic pain, dysmenorrhea, urinary problems, bladder problems, migraine, myalgia, nausea, amnesia, asthenia, bacterial vaginosis, distractibility, dry eye, dysmenorrhea, eye irritation, fatigue, headache, hypersensitivity, infection, memory impairment, dental problems diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: result : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received reporter information was added. New events added abdominal pain, amnesia, asthenia, back pain, bacterial vaginosis, bladder disorder, distractibility, dry eye, dysmenorrhea, side pain,eye irritation, fatigue, headache, hypersensitivity, infection, memory impairment, menorrhagia, metrorrhagia, migraine, myalgia, nausea, pelvic pain, tooth disorder and urinary tract disorder. Event outcome added. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.